Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the dr successfully placed the stent graft and its components. Final angiogram demonstrated that there was filling on the ipsilateral side, where there was no connecting stent graft pieces, however the dr believes that there may have been a leak in the graft material. The dr ballooned the area, however the endoleak did not resolve. The dr elected to place an iliac extension cuff within the stent graft extending to below the flow divider to cover the area of concern. The next angiogram revealed that there was still blushing. No add'l clinical sequelae were reported and the pt is fine.